Event description:
It was reported that one week post implant the threshold on the right ventricular (rv) lead was high. Lead migration was not detected on x-ray or during the repositioning procedure. The physician expressed an opinion that the myocardium might be altered for some reason at the initial implant site. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.